Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a pre-operatively ruptured thoracic aortic aneurysm approximately 6 weeks ago. The patient was frail with vascular disease and an existing untreated aaa. The patient presented to the ER with a ruptured taa and valiant (B)(4) was implanted in a straight segment of the proximal descending thoracic aorta, distal to the left subclavian artery. Then a (B)(4) was placed to the level of the celiac artery. A csf drain had been placed prior to the endovascular procedure. It was a long procedure due to challenging access vessels. The physician ballooned the main access vessel on the left side. The patient also had a narrow distal aorta. Both devices were delivered and deployed without issue and both delivery systems were removed from the patient without issue. It was also reported that prior to the taa repair, a stent was placed in the sma to address a proximal lesion. Subsequent to the graft implants, the physician ballooned and placed kissing self-expanding stents in both common iliac arteries to address multiple lesions in these vessels. Another self-expanding stent was placed from the right common iliac artery extending into the left external iliac artery. It was reported that the patient expired three days post stent graft implant. The cause of death is unknown. No further information was provided.

Event description:
Additional information was received as follows: an autopsy report recently concluded that the patient had a 15cm dissecting thoracic aortic aneurysm and a thoracic rupture at the posterior side, with severe calcified atherosclerosis extending throughout the entire length. Examination of the returned device and clinical information provided could not conclude that the stent graft may have contributed to the patient's death. Several fabric cuts were observed on the proximal main device. A 3.0mm length and 1.7mm length "l"-shaped fabric tear was observed at spring 4. This tear, which was also observed by the site post-autopsy, had a smooth cut appearance and was likely caused by an instrument during removal of the stent graft. Two additional fabric cuts, of similar appearance and likely cause, were seen on the proximal main at the proximal graft margin and at spring 5 (both in alignment with the spring 4 cut). No other stent graft integrity issues were seen on the proximal main, and no issues were seen on the distal main device. The devices were also confirmed to have met all valiant captivia manufacturing specifications prior to shipment. It is possible that the type IV endoleak seen at implant may have been a factor, although it appears more likely that the patient's pre-implant condition of the ruptured thoracic aorta and severe vascular disease contributed to the dissection and patient's death.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (hypertension, dissection). Conclusion: device failure/lack of effectiveness related to patient condition (hypertension, dissection).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death), patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm), incorrect technique/procedure (stent graft was used for treatment of a patient with a pre-operatively ruptured aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm), operational context contributed to event (stent graft was used for treatment of a patient with a pre-operatively ruptured aneurysm).